Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection with endocarditis. There were no additional adverse effects reported. Attempts were made to obtain additional information; however, was unsuccessful. All available information suggests that the product remains implanted as there was no enough evidence that the product was explanted.

Event description:
Boston scientific received information that this patient had died in (B)(6) 2014. Boston scientific had been notified of the scheduled extraction of this patient's system due to endocarditis by a competitor local representative. At the time of the call to boston scientific's technical services in (B)(6) 2014, the patient active system consisted of a non-boston scientific's device and lead system. The patient's device history did not include a guidant or boston scientific device. The patient's lead history included a boston scientific model#0074 defibrillation lead, a model#6836 adaptor and model#0041 defibrillation epicardial patch. All of the boston scientific implanted products had been taken out-of-service in 1999. It is unknown if the active non-boston scientific products were explanted prior to the patient's death in (B)(6) 2014.